Manufacturer narrative:
The patient's age and weight were not provided. (B)(4). Approximate age of device - 7 months. (Calculated from the date of pump implant). The mobile power unit is not a single use device. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2018, it was reported that during analysis of the system controller log file, low voltage and power cable disconnect alarms were observed. It was reported that the patient had difficulty connecting the power cables and caused the alarms. A final report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The reported event of difficulty connecting to a mobile power unit was not able to be determined. The information recorded on log file revealed some atypical power cable disconnect alarms. The investigation was unable to determine a specific root cause for the atypical power cable disconnect alarms and they could be related to incomplete connection between the system controller power cables and the mobile power unit (mpu) power cables. The pump parameters were not affected during these alarms. There were no other unusual events noted within the log file. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.